Event description:
The hosp reported that during the saphenous vein harvesting procedure, the conical tip fell off the uniport plus. The report did not provide any other info. No pt complications were reported.